Manufacturer narrative:
(B)(4) date sent: 7/25/2016. Batch # asku additional information obtained: the patient received a left lobectomy. Patient is still very hoarse and following up with the doctor every month. She is waiting 6 months before doing any formal diagnosis of nerve damage and is currently in a wait-and-see period. She said damage is to left rln and she believes it is a thermal injury. She is confident it is not a complete or partial transaction. No additional tests were performed following surgery.

Event description:
It was reported that after a thyroidectomy procedure, the patient has had a hoarse voice since waking up from the procedure. No additional treatment has been done, but the surgeon is following the patient's symptoms as an outpatient. There were no quality issues with the device during the procedure reported and the device was discarded after the procedure.